Event description:
The customer reported that a joystick stuck error appeared on boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the rui controller, and no error on boot. The system operates as intended.